Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
It was not included during the initial report infection/inflammation. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with red painful left eye with central corneal infiltrate at one week post treatment. A flap lift and rinse was performed. Patient complained of his left eye being swollen shut. Account reported loss of best corrected visual acuity (bcva). Bcva right eye pre-op 20/20 post-op not provided; bcva left eye pre-op 20/20 post-op 20/cf (counting fingers).